Manufacturer narrative:
G4: additional 510k number as it was unknown if the resection sheath was used for a gynecological or urological indication - k931995. The issue reported by the customer was evaluated/investigated as plausible. According to the event description, a fragment of the tip of the sheath broke off and fell into the patient. It is likely that the reported damage was most probably induced by thermo-mechanical fatigue. It could not be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it could not be determined whether the final damage was triggered in the course of the procedure or during reprocessing. In case there were doubts whether fragments of the insulating insert remained inside the patient, oste recommends an exploratory x-ray or computed tomography. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Despite best efforts, the lot/serial number for the affected device could not be obtained. Therefore, a DHR review could not be performed. Before using the product, the warning notices in the instructions for use should be followed to ensure a faultless condition of the product. See especially chapter 4: warning. Infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. This report was submitted by the importer under the importer's report number: 2429304-2023-00062. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus received a voluntary medwatch report (mw5113231) stating that a small piece of the resection scope was found by the surgeon in the patient. The broken piece was retrieved, and no harm occurred to the patient. Additional information was requested multiple times, but was not recieved.